Event description:
Patient reported that the device generated a result of "lo" (< 10 mg/dl), without first having applied blood or control solution to the test strip. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.